Event description:
Reporter is the pt who recently received an amo letter recall to report any problems, and he recalls using the (amo) drops in 2005, with eye symptoms described in the letter to include irritation, at the time he wasn't sure what it was that caused the problem. So he discontinued the contacts and the problem went away.